Event description:
Info received indicates the foot end brake casters do not hold in the brake position.

Manufacturer narrative:
The technician found the base frame cover was cracked. The technician replaced the cover and the foot end brake casters to repair the bed.